Event description:
It was reported that during use of this implant in a knee arthroscopy, the needle bent and the implant could not be used. The procedure was completed by using meniscus arrow implants. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the device was not returned for an eval as it was reported to have been discarded by the facility. The surgeon has rec'd further instruction from the sales rep. A review of product history for the past 2 years shows one other reported event for this failure mode. Conmed linvatec will continue to monitor this product for failures.